Event description:
A caller reported experiencing cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided a complete pump reset walkthrough, after which the caller successfully started their sensor session without further issues.